Event description:
It was reported that the caller experienced occlusion alarms. There was no adverse impact on the caller's blood glucose level. Reportedly the customer was using fiasp insulin. Tandem clinical support informed customer that fiasp is off-label per the user guide. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.